Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any malfunction or mfg deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir. This typically occurs when air is introduced in the pod during the fill process and is not related to any mfg process issue or product defect. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Unintended or interrupted insulin delivery has the potential to result in high blood glucose levels. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report.

Event description:
The customer had placed the pod in the morning with a bg level of 186 mg/dl; a bolus was administered, but her levels had risen to 195mg/dl two hours later. By the afternoon, her levels continued to rise; a high bg level of 257 mg/dl was experienced. No specific device issue was cited. The pod will be returned for eval.